Event description:
Under certain conditions, the autoperfusion program may save incorrect data into the oblique file. This problem may be seen when processing gated spect data by itself or in conjunction with non-gated data.